Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was sticking, had a delayed response and required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to belt and cleaned the pump occasionally with alcohol. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that all keypad buttons were under-responsive. The keypad cover was removed and contamination was observed around all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.